Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pins got stuck in the tibial cutting guide and the four femoral cutting block.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirmed the reported breakage. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not identify any product contribution to the reported event due to the condition of the returned device and insufficient product information. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.